Event description:
A reliant balloon catheter was used in the patient for the endovascular treatment of a 77.2mm fusiform abdominal aortic aneurysm. It was reported that during the index procedure, the physician used the reliant balloon during the overlapping site for the ipsilateral limb. The balloon burst during the first dilation. The reliant catheter was removed from the patient with no injuries to the patient and a new reliant balloon catheter was used. The procedure was completed successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).